Event description:
Pt went into surgery for CABG/avr with a baseline act of 103 at 9:10 am. Pt was given 30,000 units of heparin at 10:35 am and act result was 414. Pt was given an add¿l 10,000 units of heparin and 2 units of fresh frozen plasma at 10:45 and act was 408. Pt was given 5,000 more units of heparin, and 1105 of at3 and act results were 444. Pt was given 5,000 units of heparin at 11:30 am and act was 414. At 11:44 pm pt¿s act was >1005 and remained at >1005 until 13:22.